Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Hearing performance has been affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. Hearing performance has been affected. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition the fixation of the electrode might have weakened which led to electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Device malfunction. Hearing performance has been affected. No report of accident or trauma has been received. The recipient was re-implanted.